Event description:
It was reported that one day after implant the patient received three inappropriate shocks due to artifacts seen on the electrocardiogram. An electrode fracture was alleged. The electrode was explanted and will be returned. No additional adverse patient effects were reported.

Event description:
It was reported that one day after implant the patient received three inappropriate shocks due to artifacts seen on the electrocardiogram. An electrode fracture was alleged. The electrode was explanted and will be returned. No additional adverse patient effects were reported. A review of the device data by technical services (ts) noted that all available episodes showed a strong indication of air entrapment in the system. At this time the device remains implanted. No adverse patient effects were reported.